Manufacturer narrative:
A review of the manufacturing records for this device was completed and no issues were identified. If additional information is provided in the future, a supplemental report will be submitted.

Event description:
The patient underwent a routine endovenous radiofrequency ablation procedure of the greater saphenous vein (gsv) located on the right leg. During the procedure a skin burn occurred below the right knee, but the skin burn was not seen by the physician until the follow-up appointment. The date of the follow-up appointment is unknown. The procedure was completed without any issues and patient is doing well. The patient was given burn salve at follow-up appointment. No other treatment or medication was given to the patient. The clinic indicated the device did not malfunction during the procedure therefore, the device was discarded after the procedure.